Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Test transmitter voltage was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause was determined to be transmitter, discharge battery. The reported event of signal loss over 1 hour is reportable because the transmitter has 0vdc.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.